Manufacturer narrative:
Device evaluation: the echo-25 device of lot number c1694318 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 24th june 2020. In summary the following results were observed in the lab evaluation: tip of the needle was found damaged/deformed. Sheath extender was advancing/retracting without any difficulties. Needle extender was advancing/retracting without any difficulties. Stylet was removed and tip of the needle observed damaged and deformed. Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1694318 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #c1694318; upon review of complaints this failure mode has not occurred previously with this lot #c1694318. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Additionally a possible root cause could be attributed to tortuous position, as per additional information received the endoscope was in flexed and twisted position a little bit. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a complete report. The investigation was completed on 07th july 2020 and the result and conclusions of the investigation are outlined in section h of this report. Needle is not sharp and bended a little bit at the distal end.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle is not sharp and bended a little bit at the distal end